Event description:
The patient experienced a loss of therapeutic effect. The patient had a revision on (B)(6) 2014 because the stimulation was not high enough. The old lead was removed and a new one was placed for better coverage. It was unknown how long this was going on for. The implantable neurostimulator (ins) was also replaced due to normal battery depletion. It was further reported that the revision was successful. The new lead was implanted at a different thoracic level. Stimulation with the new lead was currently providing coverage of painful areas. No devices were going to be returned to the device manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID: 3708340, serial# (B)(4), product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708340, serial# (B)(4), product type: extension. Product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, lot# j0540959v, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).